Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results on a cobas e 801 module when compared to the abbott architect method. The serial number of the analyzer was not provided. The customer suspects an interference with the elecsys ft3 iii assay. Refer to the highlighted section of attachment "pt75101.pdf" for patient results from the sample obtained on (B)(6) 2022. Refer to the mfg report for the ft3v2 assay results: MDR (mfg report number 1823260-2022-02827-00). It is unknown if the results were reported outside of the laboratory.

Manufacturer narrative:
Additional investigations with the patient sample determined that it contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."